Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited an insulation anomaly. The lead was explanted and replaced. The patient was stable during and following the procedure.